Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed two days prior (patient age, gender and weight are unknown). According to the complainant, the physician cannulated with a dream kit. An exchange was initiated with an autotome 44 after insertion of the jagwire into the bile duct. The autotome became lodged on the guidewire and would not exchange. After advancing the autotome distally back into the bile duct, the hydra jagwire guidewire was removed from the patient, and the procedure continued using another jagwire. The physician noted that the hydra jagwire guidewire showed burrs/imperfections on the blue jacket. Procedure successfully completed with a jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed a torn sheath starting at 21cm from the transition step and extending approximately 3-4cm. A dimensional analysis of the corewire o.d. Was conducted and found the measurements to fall within the device specifications where there is no sheath damage. The cause of the reported malfunction is undetermined.